Event description:
It was reported that a patient experienced bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. It was reported that the peritonitis was manifested by abdominal pain, cloudy pd fluids, diarrhea and fever. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. The patient was discharged thirteen days after hospitalization and had recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.